Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, button errors, failed battery and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the motor errors, no deliveries, cracks in pump, several recent motor errors, unexplained no delivery, act button was sticking, battery cap cracked and insulin pump rejected batteries, also slower rewind process. The insulin pump will not be returned for analysis.